Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to daylight savings time. There was no adverse impact to the customer's blood glucose level. Customer declined assistance or troubleshooting.